Manufacturer narrative:
Approximately 19 inches of the distal end/external portion of the percutaneous lead (lead) was replaced on (B)(6) 2016 and returned for evaluation. Continuity and high potential testing did not identify any breaches to any of the wires that would have resulted in the reported event. The pump was exchanged on (B)(6) 2016 and returned assembled with the lead cut approximately 3 inches from the pump housing. Continuity and high potential testing on the pump end portion of the lead did not identify any breaches to any of the wires that would have resulted in the reported event. The severed/distal portion of the lead measuring approximately 30.5 inches was also returned. Electrical continuity testing on the distal portion of the lead did not reveal any discontinuities or shorts. The braided metal shield and bionate layers were removed, and examination of the underlying wires revealed breaches in the insulation of all six wires, approximately 27-29 inches from the metal/system controller connector. The conductors of all six wires were exposed. The insulation breaches appeared to be the result of abrasion against the braided shielding due to repetitive movement of the lead in this area internal to the patient, near the exit site. There was no evidence of mechanical damage such as crushing or pinching. Pump function would have been interrupted if the exposed conductors contacted the metal shield and creating an electrical short to ground while the system was supported by the power module. The disruptions in the wires affected all three motor phases. Pump function would have also been interrupted if the exposed conductors from any of the wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was supported by external batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s pump would stop and start when the patient bent over. The patient was reportedly symptomatic; however, the specific symptoms were not provided. System controller log files reviewed by the manufacturer¿s technical services representative showed multiple pump stoppages occurring on both power module and on battery power. Submitted x-ray images showed an area of concern at the driveline exit site. It was reported that the driveline had a couple areas with signs of frequent bending and a tear in the silicon jacket. An external driveline replacement was performed by the manufacturer¿s technical services representatives on 11/21/2016. While completing the repair, a pump stoppage occurred while the system was connected to an ungrounded power module patient cable. It was suspected that there was an internal driveline fracture. The driveline fracture appeared to be positional depending on the patient's body movement and the driveline¿s position near the exit site. The driveline was repositioned near the exit site, the pump turned back on, and the repair was completed without issue. Post repair, the patient remained on an ungrounded patient cable. Intermittent low speed/pump events continued likely due to a possible "short to phase" wire fracture internal to the patient. The pump was subsequently exchanged on (B)(6) 2016. No additional information was provided.